Event description:
Pt's hcg = 5307. The next day pt's hcg result = 1824 was reported. Physician requested specimen to be re-analyzed result = 5139 when retested (the original result of 1824 did not indicate any instrument errors). The specimen was analyzed multiple x's recovering the following results (5937,6279,6214).